Manufacturer narrative:
The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. A device history record review was unable to be completed as the lot number is unknown. Because the lot number is unknown, the full UDI number is not available. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that during use the swan-ganz had a small pinprick hole in blue line part of cvp port, through which calcium gluconate was infusing. Air was able to be aspirated from the port, and blood was also noted to come back in line. Line was flushed and kelly clamp was applied. An order was placed for removal of the catheter. No allegation of patient harm was reported.